Manufacturer narrative:
Continuation of d10: product ID 978a128, serial# (B)(6) product type lead product ID 978a128 lot# va2 drum serial# implanted: (B)(6) 2021: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/(B)(6), ubd: 11-jan-2023, UDI#(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient mentioned history of falling within a week of having device implanted and that it "messed the lead up." Additional information was received from the patient. They reported that they got an email following up on a complaint they made. The patient stated they couldn't really tell how to respond or what number to call. The patient stated the questions were: please clarify the statement that a fall messed up the lead. They stated that was a long time ago and they hadn't been able to get into their healthcare provider (hcp) due to cancer and personal matters but they did had an x-ray done that showed the lead got "messed up." The patient stated they don't know how to clarify that. Second question was: what steps were or will be done to resolve issue. The patient stated they would need surgery. The patient stated the statement about the lead did not have anything to do with their equipment not working which was the reason for the initial call as stated previously. The patient mentioned they can still change therapy settings but don't know if the therapy was less effective because of lead or not.